Event description:
It was reported that the patient had a back fusion surgery shortly before the time of the report and during that surgery the lead and extension were cut and no longer connected to the battery. The lead was partially explanted. The lead and extension showed impedances of >10 ,000. The extension showed these impedance values on electrodes 0-8. The extension remained implanted but out of service. The patient was getting less than 50% therapy relief at the lead location. All 16 electrodes of the lead and extension showed high impedance. The patient was reprogrammed with their other lead and got good low back coverage in the area of their pain. The patient was happy with the stimulation in that area. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v348886, implanted: (B)(6) 2009; product type lead; product ID 3708260, lot# serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot# v130367, implanted: (B)(6) 2009, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009; product type extension; product ID 3888-45, lot# v289344, implanted: (B)(6) 2009, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009; product type extension. (B)(4).